Manufacturer narrative:
(B)(6) 2018. The customer troubleshot the reported issue. The customer performed extended self-test (est) and the issue was addressed. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that during service the keypad was not working. There was no patient involvement. The event date was not specified; estimate used.